Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a hematoma under the front therapy pad. The patient reported applying vaseline and mupirocin ointment 2% to the hematoma. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the ointment is helping with the skin irritation.